Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: after applying the device on the distal part of the stomach, the sulu was jammed shut. The surgeon had to pull on the instrument to remove it and tore the stomach tissue. A new handle and sulu were used to complete the operation.